Event description:
A healthcare professional reported that before an intraocular lens (iol) implant procedure, trailing haptic was stucked in the delivery system during lens advancement. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).